Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation uncovered a worn socket slider switch caused intermittent use of high intensity mode, a olympus lamp life meter was reading at 429 hours, light output measured within range and a worn connector (air joint unit) caused air leakage, and additional corrosion inside air tubing. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus, a b30 (scope communication error) displayed on the evis exera iii xenon light source. There were no reports of patient harm associated with this event.

Event description:
Additional information was received from the initial reporter which confirmed the subject scope displayed an error and made a loud noise when plugged in. When a different scope was plugged in, there was no error. Additionally, the procedure was completed using a similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to b5, e2, e3, and g2. The information in b5, e2, e3, and g2 was inadvertently left out of the initial medwatch report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the b30 error was unable to be identified. Olympus will continue to monitor field performance for this device.